Event description:
I was informed to direct my complaint to you from the attorney general's office. After reviewing my complaint, they stated that my complaint was outside the parameters of their informal complaint resolution process because the issues presented in my complaint are regarding issues overseen by this agency. My life has taken a downward spiral due to a product that was put in my body on (B)(6) 2013. The product was a biological mesh that was from a company called lifecell. I had to do the research because the dr would not tell me where he had received it from. I had an injury at work which at that time required me to have surgery to repair an abdominal fascia tear. I never had a hernia ever. The dr that did the surgery did very little explaining of this product to me. My first surgery was on (B)(6) 2013. I was informed that a 23 x 25 sheet of strattice biological mesh was placed in my abdomen to cover a tear. The piece of material was so big you could see the corners of this product sticking out on the sides of my abdomen like a huge sheet of paper, being placed there. My abdomen started to swell in an enormously size and the severe pain that started right after took a toll on my ability to function. I had fevers, could not walk, couldn't be left alone. I had to have assistance with daily task. I reported this to the physician at the time to inform him that I was getting extremely sick. Throwing up, couldn't eat due to the swelling and how it caused more pain when I did eat or even move around. This had gone on until (B)(6) 2014. At this point is when the dr decided to do another surgery. This surgery was to remove the mesh due to adverse events. I'm a l&I patient he reminded me on numerous occasions and stated that the first surgery cost a lot of money and the horrible company (B)(6) was not going to approve another surgery. I asked him am I supposed to live like this until I die. He informed me he would contact (B)(6) to request approval for another surgery but he was not going to get paid for the second surgery in the amount of what it would actually cost. He informed me that the company was slow paying them and this is why he did not like taking l&I patients. I asked him why did you put your name on their list if this is the case. I was stunned but desperate because the pain was so severe. If he was to do a second surgery, which he was trying to get an approval it would be the same thing for him. He stated they take a long time to pay and it cost a lot to have to go back in to remove the mesh. That went on for weeks. I became sicker and sicker and continued to inform the dr of this. At this point he decided to go in so he said and removed the mesh. This second surgery occurred on (B)(6) 2014. After the second surgery I became extremely ill. The symptoms had worsened. The fevers were high; pain was worse than I experienced prior. I was dripping from the waist down due to this product having a mind of its own. Walking was impossible and to move caused grief and I thought I would die. I asked the dr where did you remove the mesh and how much. If he ever done a surgery like this and he never answered the question and I even wrote him 3 emails begging him to tell me. He never responded. Called his office to get an appointment to see when I can come in and he stated that there is nothing else he can do for me and I had to see my primary dr. I explained to him he put the mesh in and took it out. "So he said" I need to know how much was taken out and where. I recently found a progress report stating that he didn't remove the mesh that he drained the fluid out. He stated that he did. I was put to sleep and had another surgery as if it was removed. This is what the progress report stated. After that second surgery life was and still is unbearable. Called and called the dr explaining that something was wrong and he informed me that is, was all in my head and I needed to let my body heal. Which I did for a few months. I showed up in his office to show him and he has seen how extended I was that I was getting worse and worse. He stated that my abdomen was healing. I got even sicker and after that last visit he ignored me. I kept my attorney up to date on all of this ( l&I attorney). I informed them that he said he would not set anymore appointments with me and stated in one of his reports that I was released from his care. He informed me that he would not take another l&I patient because I was the worst case he has had. This was not my fault that my body reacted to a foreign product that he put in my body that caused my life a living hell. Not able to be intimate with my husband as a wife, not able to walk without assistance, not able to live life like I did prior or even work. I can barely sit and stand for short periods at a time. My legs, back and body hurts till I want at times to be put out of my misery. My life has taken a direction in despair. I hate what has been done to me. I hate it. During this time, he released me I had to find another surgeon and I was turned down from several surgeons who did not want to take me as a patient when they found out that I had the product biological mesh put in my body and removed. They stated that the risk was too high and they didn't want any parts of it. I lived this way from the second surgery (B)(6) 2014 until (B)(6) 2015. My ability to function had decreased and the fevers in my abdomen had worsened and I can barely move at times. The pain started going from the abdomen to my back and legs, my feet and my complete body. My body hurts beyond belief. I called the dr's office and asked him, where did he buy the product and got no answer. I asked him what did he do to me. Got no answer. Now from (B)(6) becoming sicker and even in more severe pain . I got extremely angry and my life took a turn for the worse. I had to find another surgeon which I did and thank god. He stated that he has never seen a bad reaction to mesh in this way because he never had to remove it, but there were cases of it. He treated me for months and tried to get (B)(6) to pay for the surgery and they denied me again. Finally, they did when my attorney for l&I contacted the board. I was so sick and he decided to perform the surgery on me because of the swelling, vomiting and other complications I were having. The new surgeon stated that he could remove the mesh that he could only see. He asked the prior dr for the reports and he did not get all the reports from him. The reports he did get were not properly documented. He did not find information on where it was removed. He stated he needed them to see what he was dealing with. So he could only remove what he could see because the rest had migrated into my abdomen and system. He also found that the dr sewed my oblique muscles together which was not normal either. He explained he had never seen anything like this ever as a reconstructive plastic surgeon. Ever. He also said that played a huge factor as well in my severe level of pain. The pain throughout my body is not normal and it's so severe today I barely function. It has worsened. I had to do the research to find out what company he bought his product from and I did. My life should not be like this over a fascia tear. I'm (B)(6) who was happy, active and just loving life and now I can barely move and feel so hopeless. I'm just breathing. I called the company and got ahold of the guy who sold the product to my dr and he said this was not their problem. I even called back like I was someone else and told him that I was from the hospital, and had a sick patient that happens product put in their body and the patient had been sick for a long time. He explained this product reacts in everyone's body differently and it is a risk. I have his name. I need help, I'm severely ill and hurt beyond belief. No one should wake up and live with this type of pain day in and out. I am saddened my life took this direction but someone needs to be responsible for this. Lifecell which I have reports have been on the hot seat before because of their products. My dr in 2013, and 2014 didn't give a damn about my life. He didn't care. He was too concerned how he was getting paid. I have attached a list of my pain medication and medicine that I have been on due to this nightmare. The pain medicine doesn't work. Nothing takes this away. All I can try and do now is put my body in a relaxed state. I have found another article of a lady who has gone through something similar. I tried to locate her. I didn't want to seem like a crazy person but someone else suffered such as I. I personally feel that they should ban all mesh products. The way this has affected my life no one should be able to deal with such difficulties day in and day out. It's not only me that has been affected, realizing how this takes a toll on your family as well and no one can do anything to help you because they do not understand. Doctors seem to downplay these issues because they do not want to deal with the complications that this is causing a patient. How can you find a product to put in someone's body and not understand because it is a born product there can be huge complications from that and not having treatment for it. That makes no sense to anyone. The patient suffers, proving time after time that something is seriously wrong with them and going to doctor after doctor after doctor to be told they cannot find anything is extremely insulting. Doctors are constantly doing case studies on patients with new products that are coming out, just because you test an animal with such a product the human body is much different. Biological mesh, synthetic mesh and any other born product that is placed into someone's body may react totally different. You may place the product in one person's body that may not have any side effects . However, you can play something and another person's body and they can end up extremely sick or may die. The doctor that did my surgery did not give me any options nor did he explain to me anything about this product. He did not even explain the complications if he removed the mesh. Once I got very sick, he turned his back and avoided the whole situation. Also the mistake of sewing by oblique muscles together. If he would only look into the situation and not avoided me, when I was telling him I was sick I feel that I would not be in this position. He could have also explained that there were serious complications by removing the product. He could not keep it inside my abdomen because I was very ill. Doctors are to inform patients of the good and bad sides of a surgery. They are to educate the patient of a product that they may use in that person's body. He did none of that. I'm suffering day in and out. My husband is dealing with something that is so far out of his reach he can't help me. I asked that dr what if this was your wife or daughter. No reply. When I informed the dr that I was going downhill he disregarded me totally. Pushed the problem away. Now I understand why so many of the other doctors did not want to see me, they kept referring me back to him so this mesh stayed in my body until I found the second surgeon. No one would help me until I met the second surgeon. I did tell my new doctor that by his help I understand due to the long wait of this product being in my body he would not be the cause of any of this. He did what he could. This biological mesh (strattice) is a nightmare. All I can do now is pray that god gives me time here. Read the articles about mesh removal. Just because I didn't have a hernia does not mean it could not affect you the same way. I attached another article of a lady who had the same symptoms like I have. That had a different type of surgery.